Manufacturer narrative:
Additional information: analysis found multiple internal and external insulation abrasions breaching ring electrode, right ventricular and superior vena cava cables lumens were noted on the distal piece. The cause of the reported events was isolated to the lead-to-can external insulation abrasion proximal to suture sleeve impression region in which one ring electrode cable etfe coating being abraded. Electrical tests did not find discontinuities or shorts on any conduction paths.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead provided inappropriate high voltage therapy for ventricular over-sensing. No interventions were made. There were no patient symptoms reported.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted the patient presented for revision procedure on (B)(6) 2020. Upon review, it was noted that the right ventricular lead exhibited noise. Noise was reproducible with pocket manipulation. Fluoroscopy noted externalized conductors. During procedure, the right ventricular lead was explanted and replaced. The patient was stable and discharged.